Event description:
Reportedly, a remote follow-up was missed when the patient was at home. The rf function of the ICD is suspected to be deactivated after the follow up perfomed on (B)(6) 2018.

Event description:
Reportedly, a remote follow-up was missed when the patient was at home. The rf function of the ICD is suspected to be deactivated after the follow up perfomed on (B)(6).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after the patient follow-up on 08 nov 2018, the rf function of the ICD is suspected to be deactivated.